Event description:
It was reported that while testing with a bd bactec¿ fx, instrument top, packaged 4 false positive results were obtained. There was no report of confirmatory testing or patient impact.

Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Version upgrade is performed in the (wo - 00775898). This case will be re-opened and re-investigated if additional information is provided in the future. This is an unconfirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaint for false positive issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined due to the lack of information provided. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while testing with a bd bactec¿ fx, instrument top, packaged 4 false positive results were obtained. There was no report of confirmatory testing or patient impact.